Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in <<insert dates supplied.